Manufacturer narrative:
Device was initially received for the complaint that the pump displayed cassette does not attach alarm. During investigation found the defective dso sensor. This malfunction makes the event reportable. Review of event log/alarm history found that high alarm displayed "cassette not attached properly". There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that battery compartment broken, chassis damaged, pwa board corroded, dso seal delaminated and uso sensor corroded. The complaint was confirmed through downstream occlusion test. The cause of the reported issue was defected dso sensor.

Event description:
It was reported that the pump displayed cassette does not attach alarm. During investigation found the defective dso sensor. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.